Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure name and date: no further information is available. Please provide lot number: no further information is available. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle was detached from the suture easily during use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 4/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that a labeled winding former and a needle product code vcp305h were received for evaluation. Upon visual inspection of the needle, the swage area and hole of the needle were noted with marks that appear to be from a surgical instrument,s, and the hole was observed with suture remnant. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.